Manufacturer narrative:
Date sent: 10/31/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clip was unformed and jumped out. Another device was used to complete the case. There was no adverse consequences to the patient.